Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience skypoint is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the mid to distal right coronary artery. The 3.5x38mm xience skypoint stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was removed; however, resistance with the anatomy was felt. The procedure was successfully completed with an unspecified drug-coated balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.